Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump squirted out insulin during the manual prime. The act button was held down but a second series of numbers or beeps did not appear on the screen. The insulin pump was not replaced or returned for analysis.